Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was currently receiving baclofen with concentration 2000 mcg/ml at a dose rate of 800 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's previous pump was explanted due to infection in 2012. The specific date of explant was not reported (day and month unknown). The date (B)(6) 2012 is considered an approximate date of the event. The change in therapy/symptoms occurred suddenly. Actions take to resolve the infection included a partial system explant. It was noted that there was not an allegation against the drug regarding the event. The patient was indicated as having had really good relief when pump was replaced back in 2012.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.